Event description:
The cell saver ran in automated mode and omitted the wash cycle. 100cc of blood was given to the pt without being washed. Pt was under anesthesia for a radical prostatectomy pelvic lymph node dissection. Upon realization that the cell saver had malfunctioned, the equipment was immediately removed from service and the MFR was contacted to perform an on-site eval. The MFR has directed facility to send this unit to the factory--which is now being done.